Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had negligible motor movement error. Customer¿s blood glucose level was 180 mg/dl. Customer reported that the insulin pump did not exposed to moisture. Customer was advised to discontinue use of insulin pump and revert to back up plan. The device will be returned for analysis.